Manufacturer narrative:
The usage of the power module 14 volt pt cable is not known to the MFR as the pt cable is not labeled for single use. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt had unusual alarm while switching power sources. The log file indicated multiple low voltages from the white power lead. There was a total power loss event associated with a power cable disconnect, pump stop event, and date time stamp reset. The hospital was able to duplicate the power cable disconnect on the system controller while the white power cable was connected to the pt cable and the black power cable was connected to battery. The hospital replaced the pt cable to resolve the issue.